Event description:
Information received notes that the patient reported to the physician with shortness of breath. The physician had difficulty establishing telemetry, but once obtained, dashes (---) were noted for several parameters. The device was atrial pacing with the patient's own conduction of approxi- mately 45 bpm. The device could not be programmed and attempts to verify and download the microprocessor were unsuccessful.